Manufacturer narrative:
(B)(4)

Event description:
It was reported that the day after patient had emergency MRI, the device showed decreased sensing and increased pacing impedance. This was likely an effect from the MRI performed as both sensing and impedance was getting normal and stable over time. Patient condition was reported good.